Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2014, the patient experienced hives and scabbing on the abdomen. Patient's father reported that at their 3-month endocrinologist appointment, the skin reaction was discussed. At the time, the patient's doctor prescribed medication but the name of medication was not provided. The affected area was treated with over-the-counter (B)(6) lotion. Additionally, patient's father indicated that the patient is allergic to adhesives. At the time of contact, the patient was fine. Further event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.